Manufacturer narrative:
The lens was returned for evaluation. The lens was dimensionally inspected. All dimensional measurements were found to be within specifications. Lens evaluation did not identify any anomaly with the lens. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined.

Event description:
Additional information: it was reported that the lens was explanted due to z-syndrome. The lens was repositioned on (B)(6) 2015. Subsequently, the lens was explanted and replaced for another model lens. Reportedly, the patient's current prognosis is good.

Event description:
It was reported that the lens was explanted due to unspecified mechanical issues. Additional information has been requested, but no new information has been provided.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.